Event description:
The pt had a dense cataract. A capsule tear then occurred during the phacoemulsification procedure. The vitreous prolapsed and a large peripheral retinal tear occurred. A vitrectomy was performed. The lens was not implanted and the patient was referred to a retinal specialist and cryo with silicone coil was performed to repair the tear. A staar phacoemulsification machine was not used.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the lens was removed due to a capsular tear.